Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity tests passed. No thermal damage was observed. Root cause is attributed to a component failure for the insulation damage to the conductor wire. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.22" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. The root cause is attributed to the mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the device logs for the fenestrated bipolar forceps (471205-17/k14211021 0341) associated with this event has been performed. Per the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system (B)(4). No image or video was provided for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps instrument had a black cable damaged at the tip. The device was not used on a patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not able to confirm if the instrument had a broken conductor cable. No thermal damage was seen and the device was not used on the patient.